Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a failed battery alarm. The customer¿s blood glucose level was unknown. The customer stated that they had damage on the battery compartment , belt clip rails, top of the reservoir compartment. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected low battery alert, replace battery alerts, replace battery now alarms or failed battery test or battery failed alarms noted during testing. The pump was received with case cracked behind the pump near the battery compartment. The pump was received with case scratched. No damage to the battery compartment or battery tube threads noted during physical inspection.